Event description:
It was reported the main power supply has 2 screws that attach it to the litter frame. The bottom screw section was allegedly broke so it was only attached with the top screw. This allowed the metal strip on the main power supply to hit the medical filter box which caused a spark and broke the metal strip in half. It also reportedly caused a large burn mark on the medical filter. No injury reported.